Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the inability to close the clip. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3-4. Before the clip delivery system (cds) was inserted into the clip introducer, a slight click was heard. The cds was advanced and placed on the mitral valve. During grasping, the clip could not be closed after lowering the grippers. Troubleshooting was performed however unsuccessful therefore the clip was inverted and retracted to the left atrium (la). The clip still could not be closed and could not be pulled into the steerable guide catheter (sgc) therefore the devices were removed together. A new cds was used to complete the procedure, reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported inability to close the clip and difficulty removing the cds from the sgc was confirmed via returned device analysis. The reported noise could not be replicated in a testing environment. In additions, a broken actuator weld was observed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported inability to close and noise appear to be related to the broken actuator weld. The difficult to remove the cds from the sgc was due to the inability to close the clip; therefore, attributed to procedural condition. The broken actuator weld appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.